Event description:
It was reported during an unrelated procedure that the right ventricular lead became dislodged. The lead was capped on (B)(6) 2023 and successfully replaced. The patient was stable and asymptomatic.